Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient. The patient reported that they stopped recharging their device and wanted it removed. They indicated that they did not received ¿great relief¿ from the implant. It was noted that the patient¿s battery was not functioning when they met with the rep. The patient¿s device was explanted on (B)(6) 2018. The issue was resolved at the time of the report. No further complications were reported or anticipated. Indication for use is unknown.